Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings without oxygen being active was confirmed. Ventec replaced the inlet accumulator assembly to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the oa2 board portion of the inlet accumulator assembly.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device was provided an alarm for very low fio2 (fraction of inspired oxygen) readings. The reporter advised that o2 is not in use by the patient. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.